Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4) stent calcified. (B)(4) stent difficult to remove. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stretch¿ vl ureteral stent was previously placed and was removed during a stent removal procedure. According to the complainant, the stent was implanted with no issues (implantation date unknown). During the stent removal procedure (date unknown), the physician noted that stones adhered to the renal side of the pigtail portion of the stent, subsequently, occluding the stent and making it difficult to remove the device from the patient. As a result the patient developed pyelonephritis. The stent was removed and replaced with another stretch¿ vl ureteral stent. The patient's condition was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.